Event description:
It was reported that the syringe 0.5ml 31ga 6mm experienced foreign matter on the device cannula/in the fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324920; batch no: 8351929. The incident happened in a pharmacy lab. The lab tech used the syringe to prepare the insulin dose for the patient. She removed the syringes from a new bags inside the new box, and when she removed the protective orange cap on the syringe, she saw a transparent liquid coming out from the syringe. She tried others syringes from the same bag and from the same box but it was the only one like this.

Manufacturer narrative:
H.6. Investigation: customer returned (15) 1/2cc, 6mm, 31g syringes in open poly bags with the shelf carton from lot # 8351929. Customer states that she saw a transparent liquid coming out from the syringe. All returned syringes were examined and one sample exhibited a clear droplet of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. No foreign matter was in or on any of the remaining syringes. A review of the device history record was completed for batch# 8351929. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm experienced foreign matter on the device cannula/in the fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324920 batch no: 8351929. Verbatim: the incident happen in a pharmacy lab. The lab tech use the syringe to prepare the insulin dose for the patient. She remove the syringes from a new bags inside the new box, and when she removed the protective orange cap on the syringe, she saw a transparent liquid coming out from the syringe. She try others syringe from the same bag and from the same box but it was the only one like this.